Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204 - belt unusable) was investigated. Upon investigation, the trunk cable connector was physically damaged and the electrode belt was unable to properly connect to a monitor. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective belt.

Event description:
A us distributor contacted zoll to report that a patient's electrode belt was causing a service code 204 (belt unusable).